Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
An 8cm midline catheter introduced into vein using ultrasound guidance, brisk blood return noted. Catheter advancement introduced after guide wire activated by nurse, nurse felt resistance when advancing catheter into vein. Catheter removed, upon removal of catheter, noted catheter sheared off into 2 pieces, guide wire intact; 1.6 cm and 7.4 cm measurements of both pieces of catheter. Both catheter pieces measured side by side with another 8 cm catheter, total of 8 cm measured on catheter removed.